Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information was not provided. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, the capsule bag broke during the implantation of an intraocular lens. The lens was cut into pieces, removed, and replaced with a three-piece lens. The patient outcome is satisfactory. Additional information was requested but not received.